Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4405 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx4405) have been reported from the same facility in (B)(6).

Event description:
It was reported, "catheter rupture between the body and the fixation part of the catheter. After the PICC on (B)(6) 2020, still in the procedure, the nurse observed that the catheter's body was broken/separated with the catheter's fixation."